Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed pm, downstream occlusion tested 19.09psi and 19.1psi" was not reproduced. Evaluation sent device to downstream occlusion testing was also done 4x. Two times with the same IV set and the last two testing was done with two different IV set. All testing passed at 11.49 psi, 13.11 psi, 15.45 psi, and 11.68 psi. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed preventive maintenance downstream occlusion test at 19.09 psi and 19.1 psi during preventative maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.